Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the needle mechanism did not deploy. The pod was not worn and no adverse patient impact was reported.

Manufacturer narrative:
The device was received not deployed. The data showed that the first priming sequence ended at pulse 21 and deactivation occurred at pulse 32. The device did not run enough pulses during the priming sequence to deploy the needle mechanism. Rotational sensor errors were observed in the download data. The device was reset, connected to a pdm and delivered a 5-unit bolus with no issue. The device deployed during the reset run. Under magnification, contamination was found on the commutator cap. While contamination was found on the commutator cap, it cannot be determined if it contributed to the rotational sensor malfunction which caused the device not to deploy.